Event description:
The hospital reported that optic c-vh-1111 sn (B)(6), which is in our warehouse as consumables, has been reported as defective. The optics are cloudy/milky but will continue to be used for evh until the customer purchases/replaces them. The restriction is not that serious, and the optics are needed. The optics are currently being used as consignment goods by getinge germany at the (B)(6) hospital.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, b5, g3, g6, h2, h3, h6, h11. Corrected section: h3-changed to device not returned. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Event site name exceeds character limitations: (B)(6).

Event description:
The hospital reported that optic c-vh-1111 sn (B)(6), has been reported as defective. The optics are cloudy/milky but will continue to be used for evh until the customer purchases/replaces them. The restriction is not that serious, and the optics are needed.